Manufacturer narrative:
Valuation summary: x-ray demonstrated heavy calcification on leaflet 1, moderate calcification on leaflets 2 and 3, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 5mm near commissure 3 on the outflow aspect. Customer report of calcification, hardened leaflets, stenosis, and pannus growth was confirmed. Calcification and host tissue caused the leaflets to become hardened, which restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon evaluation completion.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately six (6) years and six (6) months, was explanted due to aortic stenosis secondary to hardened leaflets and pannus growth. This device was originally implanted for aortic valve replacement. This device was explanted and replaced with a 23mm pericardial aortic valve with no adverse patient effects reported as a result of the valve replacement. The condition of the explanted valve was reported as ¿hardened leaflets and pannus growth on this valve were confirmed, and also calcification like material was visually observed¿. The patient status was reported as ¿under treatment¿ at ICU. The device was returned for evaluation. The surgeon commented that ¿hardened leaflet was remarkable on this valve approximately 6 years post-implant¿.